Event description:
It was reported the pt's ipg is requiring frequent charging. The pt stated her ipg requires charging after being in use for only 4-6 hours. Surgical intervention was undertaken on (B)(6) 2014 and the ipg was explanted and replaced.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.